Event description:
It was reported the patient had his spectra penile prosthesis replaced with an inflatable penile prosthesis due to penile pain and "uncomfortable erection state." No further patient complications were reported in relation to this event.

Manufacturer narrative:
Device analysis: the two spectra malleable cylinders were visually inspected and functionally tested. Both performed within specifications. Visual inspection found nothing notable.

Event description:
Additional information received indicated, "spectra aging changes a new upgrade."